Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported the patient's blood glucose (bg) level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The patient's legal guardian (lg) noticed the bg levels rising while the patient was sleeping and inspected the pod. The pod's cannula was found to be dislodged from the infusion site (leg). The insertion site appeared red and irritated. The patient was taken to the emergency room and was prescribed cortisone cream for treatment. A new pod was successfully applied.